Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected alarm error test and displacement test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had a failed battery alarm. The customer¿s blood glucose level was 379 mg/dl. The customer stated that the pump alarmed after battery change. The customer declined to troubleshoot failed battery test. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back up plan per health care professional. The insulin pump will not be returned for analysis.